Manufacturer narrative:
Medical device expiration date: n/a. Device manufacture date: unknown. Initial reporter phone: (B)(6). The reported lot # does not exist for the reported cat #. Therefore, the device manufacture and expiration dates are unknown. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a leak occurred and visible air bubbles were noticed when drawing blood from the bd vacutainer® safety-lok¿ blood collection set with tubing and luer adapter somewhere between the green needle assembly part during use. No serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for air bubbles in tubing with the incident lot was not observed. Additionally, retention samples were selected from inventory for testing and upon completion, the customer's indicated failure mode for air bubbles was not observed as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer and retain samples, the customer¿s indicated failure mode for air bubbles in tubing with the incident lot was not observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications.